Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 193 mg/dl and 185 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:137mg/dl (B)(6) 2015 07:28 am, 2:160mg/dl (B)(6) 2015 07:41 pm, 3:127mg/dl (B)(6) 2015 07:20 am, 4:225mg/dl (B)(6) 2015 09:43 pm, 5:195mg/dl (B)(6) 2015 09:46 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 110 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 193 mg/dl and 185 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:137mg/dl (B)(6) 2015 07:28 am. 2:160mg/dl (B)(6) 2015 07:41 pm . 3:127mg/dl (B)(6) 2015 07:20 am. 4:225mg/dl (B)(6) 2015 09:43 pm. 5:195mg/dl (B)(6) 2015 09:46 pm . Adverse event not reported.